Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that the cap frequently falls off the heparin line; making it easy to inadvertently connect the bloodline heparin line to the machine arterial pressure monitoring port and the arterial pod monitoring line to the heparin syringe. Upon further follow up the clinic manager (cm) stated that the staff inadvertently connected the heparin line to the arterial port at the beginning of patient¿s (hd) treatment. The cm stated the staff reported seeing blood on the lines and that was when they realized that the wrong line had been connected. Even though, patients details, estimated blood loss (ebl), and additional product information was requested it was not provided. However, the cm stated that the patient did not experience any adverse event, require any medical intervention. The machine was pulled and tagged for service by the in-house biomedical technician (biomed). The in-house biomed stated that during machine repair blood was found inside of the filter of the blood pump, due to the wrong connection of heparin line to the arterial port of the machine. The biomed stated that the machine have been returned to service without further issues. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. As such definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date frame resulting in two (2) different lot numbers. An investigation of the device history records (DHR) was conducted by the manufacturer of potential related lots. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted.